Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent deformation occurred. The target lesion was located in the left circumflex coronary artery. During implant, strut deformation of the 24 x 3.00mm promus premier select stent was noted and the stent was removed. The procedure was successfully completed with another 24 x 3.00mm promus premier select stent without issue or patient injury.

Manufacturer narrative:
Device is a combination product. A2 - age at time of event: 18 years or older a 24 x 3.00mm p select stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the second row proximally from the distal end of the stent were lifted and pulled distally. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure.a visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent deformation occurred. The target lesion was located in the left circumflex coronary artery. During implant, strut deformation of the 24 x 3.00mm promus premier select stent was noted and the stent was removed. The procedure was successfully completed with another 24 x 3.00mm promus premier select stent without issue or patient injury.